Event description:
Healthcare professional (hcp) reported pt (hp) receiving hemodialysis on the baxter 1550 device. Hcp reported pt was weighed following treatment and pt was 0.2kg below desired dry weight. Pt did not exhibit any adverse signs or symptoms during treatment to indicate that more fluid was being removed than the target weight to be removed. Hcp reported no pt injury and no medical interventional was necessary as a result of this event. Hcp confirmed since they changed the switch setting internally in the 1550 device to high flux the staff has been educated on the fact that the minimum amount that can be removed with this change is 0.3kg per hour and the unit protocol has been rewitten to instruct the staff to supplement with fluid if the pt has less than 0.3kg per hour to be removed.

Event description:
Add'l info provided by healthcare professional (hcp): hemodialysis treatment on this baxter sps1550 device was completed without incident. Pt's standing systolic blood pressure (sbp) was less than 100mmhg. The unit protocol states that sbp needs to be greater than 100mmhg. Pt complained of feeling light headed. Hcp instructed pt to sit down and supplied pt with 250cc water to drink. After drinking the water pt rested until blood pressure was stable. Pt denied taking blood pressure medication before treatment. Pt was discharged from clinic ambulating on their own.